Event description:
It was reported that a drain broke off in the pt during removal. The pt was taken to surgery for removal of the retained drain fragment.

Manufacturer narrative:
The sample was returned for evaluation. Visual inspection found an irregular cut on the shaft tip. The shaft tip had residues of the flat drain adherence to the tube. However, the adherence of the flat drain to the to the tube was found to be insufficient. All dimensional values were measured and verified according to specifications. The device history record was reviewed finding nothing that could cause or contribute to the reported event. As a finished good, qa performs random visual inspections for damaged components prior to product release. Based upon the sample evaluation, the root cause of the reported event is related to the poor adherence of the white flat drain to the tube noted on the tip of the shaft. The instructions for use states the following cautions to avoid the possibility of drain damage or breakage: "additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instrument which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).